Event description:
On (B)(6) 2014, the pt was implanted with four gore excluder aaa endoprostheses and two viabahn endoprostheses to treat a suprarenal abdominal aortic aneurysm. It was reported there were no issues during the implant procedure. However, shortly after the procedure, the pt developed severe abdominal pain and a cold foot and hand. Add'l aortography showed patency of the mesenteric arteries, right superficial femoral artery stent, and popliteal vessel. It was reported there was evidence of severe chronic infrarenal popliteal vessel disease with no acute thromboembolism. Heparin was administered to improve circulation, and the pt was sent to the ICU. On (B)(6) 2014, the pt developed acute renal failure. On (B)(6) 2014, a computed tomography (CT) of the brain revealed three new ischemic infarcts consistent with embolic phenomenon, and a CT of the abdomen revealed fluid in the paracolic gutter. It was reported an exploratory laparotomy was performed, during which it was found the pt had extensive large and small bowel infarction with a very limited amount of viable intestine. A decision was reportedly made to perform no add'l surgical interventions and palliative care was given. It was reported the pt was extubated and expired on (B)(6) 2013, due to bowel ischemia. It was reported the cause of the bowel ischemia is unk, and an autopsy was not performed.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - the root cause of the event could not be determined with the provided info. Devices that were implanted/involved in the event: rlt351418/10808183, pxc141000/11883157, pxc141000/11935330.